Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported receiving insulin flow blocked alarms. Troubleshooting was offered but declined by the customer. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer = black. Case type = ngp the customer returned the pump for alleged recurring insulin flow blocked alarms found on 12/13/2022. The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarms were noted during testing. Successfully downloaded the trace and history files using thump. A review of the history files reveals the following no delivery alarms for the event date (12/13/2022): 12/13/2022 03:11:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) manual bolus 12/13/2022 04:09:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) manual bolus 12/13/2022 10:20:27.000 alarmalertnotification (40) faultnumber: nodelivery (7) manual bolus 12/13/2022 10:24:05.000 alarmalertnotification (40) faultnumber: nodelivery (7) manual bolus 12/13/2022 10:24:35.000 alarmalertnotification (40) faultnumber: nodelivery (7) manual bolus 12/13/2022 10:27:15.000 alarmalertnotification (40) faultnumber: nodelivery (7) manual bolus 12/13/2022 10:27:37.000 alarmalertnotification (40) faultnumber: nodelivery (7) manual bolus 12/13/2022 10:29:39.000 alarmalertnotification (40) faultnumber: nodelivery (7) manual bolus 12/13/2022 21:18:22.000 alarmalertnotification (40) faultnumber: nodelivery (7) manual bolus 12/13/2022 21:21:25.000 alarmalertnotification (40) faultnumber: nodelivery (7) manual bolus the pump was cut open for visual inspection. No evidence of physical or moisture damage on the electronic assembly (pcba 1 and pcba 2), the motor, or the force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case and pillowing keypad overlay the insulin flow blocked alarm complaint is not confirmed. No unexpected insulin flow blocked alarm was medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
The device was returned for analysis.